Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. Procode is krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address was not available / reported. [Conclusion]: the healthcare professional reported that the female patient underwent stent-assisted coil embolization of an unruptured basilar tip aneurysm. The patient experienced puncture site hemorrhage during the procedure. An approach was made from the right brachial artery (ba) with a 6f guiding sheath (brand unspecified). The sheath was advanced toward the right vertebral artery. A guidepost was then advanced to the basilar artery. A prowler select plus microcatheter (unknown product code / lot number) was delivered to the aneurysm neck. A pulserider 10y, 3.5 ¿ 4.5mm aneurysm neck reconstruction device (anrd) (313d / w3662-07) was deployed in a good position at the neck of the aneurysm after its direction was adjusted several times. Coil embolization was then initiated. Multiple attempts were made to position two galaxy g3 coils (gly120412 / 30526869 & gly120308 / 30546473); however, the coils were not able to be winded as intended. Therefore, the physician selected a 3mm x 8cm target 360 soft coil (stryker) for use, but this coil was also not able to be winded. The physician tried to remove the coil, but it became entangled with the pulserider anrd. The delivery wire was pushed several times, and the microcatheter position was adjusted, but the issue did not resolve. Therefore, the devices were removed as a unit. The strategy of the procedure was changed to stent-assisted coil embolization due to this issue, but the physician noted bleeding from the puncture site. The patient¿s blood pressure decreased, so the procedure was aborted. The patient exhibited symptoms of hemorrhagic shock due to blood leaking from the puncture site. Vasopressors were administered while hemostasis was performed. The patient was then given a blood transfusion. The patient recovered from the bleed and remains hospitalized. It was reported that there is no causal relationship between the complaint devices and the puncture site hemorrhage. Potential root causes include the method of puncture and the use of the guiding sheath. The devices were reportedly used as per the instructions for use (IFU). The devices are not available for evaluation. On 19-nov-2021, additional information was received that further clarified the event. The information indicated that the pulserider was deployed at the target position, then the physician attempted to implant the two galaxy g3 coils. However, the coils did not form their intended shapes inside the aneurysm so they were removed. The physician attempted to deploy the 3mm x 8cm target 360 soft coil, but this coil also did not work so during the attempt to remove it from the aneurysm, it became entangled with the pulserider device and as a result, both devices were removed from the patient together. It was then that the physician noticed that there was hemorrhage at the puncture site. On 23-nov-2021, additional information was received. The information indicated that the 6f guiding sheath was a 6f fubuki long sheath (asahi intecc). The aneurysm was a ¿bowl type¿ with a 4mm height and a width of approximately 7mm-10mm. The vessel was highly tortuous. The information confirmed that the access site was the right brachial artery (right ba). There were no positioning difficulty associated with the two g3 coils, however there were coil herniations associated with the two coils. There is no planned treatment for the aneurysm at this time. On 01-dec-2021, additional information was received that is similar and confirming the information received on 23-nov-2021. The information confirmed that there was no difficulty positioning the coils in the target site but that there were coil herniations; there was no difficulty getting the coils to conform to the aneurysm wall and that the vessel was highly tortuous. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30546473) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil herniation during positioning is a known procedural occurrence. The root cause of the coil herniation cannot be determined. However, there are aneurysm / vessel characteristics, device interaction, device selection, and operator technique that may have contributed to the event. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00589 and 3008114965-2021-00599. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the female patient underwent stent-assisted coil embolization of an unruptured basilar tip aneurysm. The patient experienced puncture site hemorrhage during the procedure. An approach was made from the right brachial artery (ba) with a 6f guiding sheath (brand unspecified). The sheath was advanced toward the right vertebral artery. A guidepost was then advanced to the basilar artery. A prowler select plus microcatheter (unknown product code / lot number) was delivered to the aneurysm neck. A pulserider 10y, 3.5 ¿ 4.5mm aneurysm neck reconstruction device (anrd) (313d / w3662-07) was deployed in a good position at the neck of the aneurysm after its direction was adjusted several times. Coil embolization was then initiated. Multiple attempts were made to position two galaxy g3 coils (gly120412 / 30526869 & gly120308 / 30546473); however, the coils were not able to be winded as intended. Therefore, the physician selected a 3mm x 8cm target 360 soft coil (stryker) for use, but this coil was also not able to be winded. The physician tried to remove the coil, but it became entangled with the pulserider anrd. The delivery wire was pushed several times, and the microcatheter position was adjusted, but the issue did not resolve. Therefore, the devices were removed as a unit. The strategy of the procedure was changed to stent-assisted coil embolization due to this issue, but the physician noted bleeding from the puncture site. The patient¿s blood pressure decreased, so the procedure was aborted. The patient exhibited symptoms of hemorrhagic shock due to blood leaking from the puncture site. Vasopressors were administered while hemostasis was performed. The patient was then given a blood transfusion. The patient recovered from the bleed and remains hospitalized. It was reported that there is no causal relationship between the complaint devices and the puncture site hemorrhage. Potential root causes include the method of puncture and the use of the guiding sheath. The devices were reportedly used as per the instructions for use (IFU). The devices are not available for evaluation. On 19-nov-2021, additional information was received that further clarified the event. The information indicated that the pulserider was deployed at the target position, then the physician attempted to implant the two galaxy g3 coils. However, the coils did not form their intended shapes inside the aneurysm so they were removed. The physician attempted to deploy the 3mm x 8cm target 360 soft coil, but this coil also did not work so during the attempt to remove it from the aneurysm, it became entangled with the pulserider device and as a result, both devices were removed from the patient together. It was then that the physician noticed that there was hemorrhage at the puncture site. On 23-nov-2021, additional information was received. The information indicated that the 6f guiding sheath was a 6f fubuki long sheath (asahi intecc). The aneurysm was a ¿bowl type¿ with a 4mm height and a width of approximately 7mm-10mm. The vessel was highly tortuous. The information confirmed that the access site was the right brachial artery (right ba). There were no positioning difficulty associated with the two g3 coils, however there were coil herniations associated with the two coils. There is no planned treatment for the aneurysm at this time. On 01-dec-2021, additional information was received that is similar and confirming the information received on 23-nov-2021. The information confirmed that there was no difficulty positioning the coils in the target site but that there were coil herniations; there was no difficulty getting the coils to conform to the aneurysm wall and that the vessel was highly tortuous.